Manufacturer narrative:
As of 01/02/2025 retained samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details. UDI notes: the expiry date is not present on the device label.

Event description:
On the initial report received on 12/20/2024, the consumer stated that the product ripped off her skin, causing three sores on her right arm near her elbow. She had to seek medical attention.